Event description:
The user's hearing performance with the device is affected. When the user came to the clinic on (B)(6) 2022 it was reported that he has not been responding to sounds for a few days.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. When the user came to the clinic on (B)(6), 2022 it was reported that he has not been responding to sounds for a few days. The user was re-implanted.

Event description:
The user's hearing performance with the device is affected. When the user came to the clinic on (B)(6) 2022 it was reported that he has not been responding to sounds for a few days. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.